Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection. The consumer reportedly takes "80 uts" of insulin and "stops at 50". A "2 unit" flow check was performed beforehand. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "found 4 pen needles that clog during injection. Takes 80uts stops at 50. He completes the 2 unit flow check before injection"

Manufacturer narrative:
H.6. Investigation: customer returned two (2) used 32gx4mm bd pen needles without tear drop labels attached. Customer reported found 4 pen needles that clog during injection. Both of the returned pen needles were examined, then tested for flow using a pen injector: both pen needles were able to expel properly. Since no evidence of manufacturing defect was observed, the alleged issue could not be determined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection. The consumer reportedly takes "80 uts" of insulin and "stops at 50". A "2 unit" flow check was performed beforehand. This occurred on 4 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "found 4 pen needles that clog during injection. Takes 80uts stops at 50. He completes the 2 unit flow check before injection."